Event description:
It was reported that the tip of the inserter broke off when trying to adjust a cage. The tip remains in the patient. No further complications were reported as a result of this event.

Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Manufacturer narrative:
Corrected information: h3. Yes, h6. Investigation findings: 3251, investigation conclusions: 22. Device evaluation: visual inspection confirms that the distal arm has sheared off. The distal arm did not return with the device. The arm of the inserter is a subcomponent which features an ipsilateral prong that attaches to the interbody spacer for insertion. This type of damage occurs when force is applied during impaction/insertion of the interbody spacer causing the distal arm to detach from the shaft. Review of device history records showed no manufacturing or processing related irregularities that would cause or contribute to this failure mode. Labeling review: warnings/cautions/precautions: potential risks identified with the use of these fusion devices, which may require additional surgery, include device component failure, loss of fixation, pseudoarthrosis (i.e. Non-union), fracture of the vertebra, neurological injury, and/or vascular or visceral injury. Possible adverse effects: initial or delayed loosening, bending, dislocation, and/or breakage of device components.